Event description:
Iridex became aware of a complaint reporting a patient experiencing scleral burn during transcleral cyclo photocoagulation with the g-probe. Engineering analysis was performed on the returned device. The probe was visually inspected and the presence of a particle was observed on the tip of the device. The probe tip was particle was examined under a microscope and the presence of a burnt particle on the fiber tip was observed. As noted in the warnings section of the g probe instructions for use, "excessive treatment power may result in ocular surface burns or ciliary body hemorrhage. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. The iridex g-probe instructions for use provides instructions to the user to examine the tip of the device to make sure no blood or other contaminants are present. A follow-up with the patient was completed and the patient has completely recovered without any additional intervention. The review of complaint history indicated that this issue is not part of an increasing trend.